Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.gold reciproc stops running during use. Customer says device keeps switching off. Sent to repair. No injury occurred.

Manufacturer narrative:
Siroforce no. (B)(4). Provided accessories: measurement cable lip-clip contra angle (30163). Micro motor with cable (gmr1449360). Silikon cover for contra angle. Diagnosis: measurement cbale - lipclip cable isolation defect. Motor cable - defect. Battery defect (h: 60:59:59, s: 212, f: 151 --> device was charged 212x. Enough would be 31x --> battery overcharged, misuse). Needed service for repair: vr01103000900 battery recycko 1.000. Vr01103000911 cable motor black iiib 1.000. V041107000519 vdw.gold cable for fileclips 1.000. Sf2 service fee 2 1.000. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. ¿